Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via sems-(B)(4) that (3) ar-9676 angled reamers are locking. This was discovered during a case with no harm to the patient.